Event description:
I had the novasure procedure on (B)(6) 2013, performed by one of the only clinicians from our rural area, dr (B)(6). Immediately, s/p, my vulva hurt. I brushed it off as just "part of the procedure". Within a few weeks the pain was still there and in addition, the exterior of my whole vagina felt red and burned. Not itch. Burned. Then about 2 weeks ago I started with a discharge, colored yellowish, foul fishy smell! I have been celibate for about 7 years so I knew this was no issue. So, I looked up novasure on (B)(6) and go to reading and omg! I was scared of what those woman were reporting! Five years of untreated discharge or others with years of untreatable discharge, abdominal pain, bloat, etc. I should have read up before my surgery but I am disabled and it's difficult for me to use a computer so I trusted the doctor with what he said, "no worries-piece of cake." So having these issues I called (B)(6) office. His nurse said probably a "bacterial" infection come in asap, thank-you! He dx'd "yeast" even though I reported I tried (B)(6) for a few days without results. Now I am rx'd with terconazole. I write to you because I suspect this will be your next lovely recall and the next lawyers (piranhas) tv ad. So, anything you can do to put a "monkey wrench" in this one is much appreciated. Save my uterus and many other womens' I'm sure! You should get your investigators started on the comment section for novasure on (B)(6) - they will have page after page of complaints. Sad thing is people as so stupid: a foul smell for 5 years untreated. Oh yeah, they lost their insurance so no doctor visit on option, but I though, go to (B)(6)! Oh yeah, those have been all shut down because they (B)(6). Ignorance! Born in (B)(6), but your machine would not let me grab that year!